Manufacturer narrative:
Exact date unknown, event occurred a day prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had lost pain coverage as a result of high lead impedances and migration. The patient underwent a lead replacement procedure. The explanted leads were not returned.